Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Also, the pacing capture threshold in the rv (right ventricle) was rising.

Event description:
It was reported that the right ventricular (rv) lead was partially explanted and replaced due to increasing and high thresholds. Additionally, the atrial lead was explanted and replaced due to high and increasing thresholds, high and increasing pacing impedance, and a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Also, the pacing capture threshold in the rv (right ventricle) was rising. The medial of the lead was returned, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.